Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s death is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. The logs were reviewed by an intuitive surgical, inc. (Isi) advanced failure analysis engineer (fae) and the following findings were obtained: logs show that sureform 60 stapler with part # 480460-09, lot #t93220120-0012 was installed 5 times and fired 5 reloads (all green). All firings were completed per the logs. The first firing had 1 pause for compression, and the remaining 4 firings had no pauses. There were no incomplete clamps by this instrument. A review of the logs for the synchroseal showed that there were 35 high initial starting impedance errors recorded during the use of this synchroseal. These messages can occur if there is too much tissue in between the jaws of the instrument. Despite these errors, the instrument was still used and successfully completed multiple sealing events. A review of the instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Although none of the reusable instruments were reused in subsequent procedures, a site complaint history review shows that no complaints have been filed against the instruments. A review of the system logs for the procedure date of (B)(6) 2022 was performed by a technical support engineer (tse) and the following was observed: no relevant errors were observed during this procedure. Multiple procedures have been performed on this system after this reported complaint with 1 service request created for a universal surgical manipulator (usm) error on (B)(6) 2022. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the usm error. The reported complaint was not confirmed based on the field evaluation. There were no errors found. The worn grip pads on both surgeon consoles were replaced. A plastic cover on usm2 (arm 2 on the patient trolley) was replaced. The system was tested and verified as ready for use. No image or video clip for the reported event was submitted for review. A medical review was performed by an isi medical safety officer and the following information was provided: "based upon the information in the description of events, there is insufficient information to determine what caused the patient¿s asystole (cardiac arrest). Beyond a notation of non-critical bleeding, thought to originate from an intercostal vessel, that was controlled, there is very little information about the procedure. It is unknown if there were any complications that resulted from the abdominal portion (gastric mobilization and hiatal dissection) of the procedure. It is further unknown what was found during the conversion to an open thoracotomy and how the aorta was injured. In order to determine the root cause of this event, additional investigation will need to be performed." This complaint is being reported due to the following conclusion: during a da vinci-assisted esophagectomy transthoracic-chest anastomosis procedure, during the beginning of the thoracic part, an idiopathic bleeding came up which was controlled with the cadiere forceps. The synchroseal and the tip-up grasper were the other instruments installed at that time. The bleeding was controlled and was probably due to the injury of an intercostal vessel and was described as not critical. About approximately 5 mins after this bleeding event, the patient went into asystole suddenly. The surgeon, together with the cardiac surgeon and thoracic surgeon, decided to convert the procedure to open. Further unspecified non-da vinci-related complications occurred, resulting in aortic injury. The surgery was completed but the patient died in the evening. The cause of death is unknown. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. Field is blank as the date of death could not be confirmed. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic-chest anastomosis procedure, during the beginning of the thoracic part (docking was already completed, and the surgery in progress), an idiopathic bleeding came up which was controlled with the cadiere forceps instrument. The synchroseal and the tip-up grasper instruments were the other instruments installed at that time. The bleeding was controlled and was noted to be potentially due to the injury of an intercostal vessel that was described as not critical. Approximately five minutes after this bleeding event, the patient suddenly went into asystole. The surgeon, together with the cardiac surgeon and thoracic surgeon, decided to convert the procedure to open. Further "non-da vinci-related complications" occurred resulting in aortic injury. The surgery was completed, but the patient died in the evening. Intuitive surgical, inc. (Isi) has attempted to obtain additional information. However, as of the date of this report, no further details have been received.